Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# unknown serial# product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
During an information was received from a healthcare professional (hcp) via patient regarding a different patient who was implanted with an implantable neurostimulator (ins). During a call related to their own replacement, a patient (pt) reported that a doctor at pt's healthcare professional (hcp) clinic informed pt they had the exact same thing happen with a different pt. The pt stated they did not know any further pt or event information. The pt stated they only knew that the hcp they "put it on the pudendal nerve, they migrated, so they were questioning if they were putting the battery too high" this statement was related to the other pt.